Event description:
Customer's wife reported hospitalization due to high blood glucose. Caller stated that customer's blood glucose would not come down; she wanted to know if the insulin pump is working. Caller gave husband a manual injection. Customer was feeling tired, fatigue and nausea. The blood glucose reading at the time of the event was 780 mg/dl. Customer had a heart attack. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.